Event description:
The reporter stated that the customer needed the dermatome to be checked and recalibrated as the device was used to take a split thickness skin graft and it took a full thickness skin graft. Integra has requested additional information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.